Event description:
An attorney made an inquiry whether the optics of an intraocular lens (iol) would be changed, if the lens was placed inverted. No contact information was provided for follow-up.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. No contact information was provided for follow-up.